Event description:
A homecare provider in another country, stated that their pt informed them that their hc608 CPAP humidifier caught fire where the powercord connects to the unit. No pt consequence was reported.

Manufacturer narrative:
The returned unit was inspected visually and performance tested using an alternative power cord. The unit was then opened up for further investigation. Results: the power cord was damaged at the CPAP power inlet. The unit functioned correctly when powered up. There was no damage found on or inside the unit. This is the only complaint of this type that we have received for this prod. Conclusion: it is possible that the unit may have been dropped on its rear panel with the supply cord plugged in, which may have caused the contacts within the supply cord to flex excessively and break. When the unit was subsequently turned on, the inrush of current may have caused an arc between the broken contacts, causing the supply cord to overheat with momentary ignition of the cord sheath. The CPAP device and supply cord conform with ul60601-1.